Event description:
The account states they have had pts with very high prostate specific antigen results by the instrument yet normal values by other methods and immuno 1. There was no indication of cancer in pt workups. For one pt, the account recently obtained a discrepancy when the result of psa was equal to 30.9 ng/ml yet another assay got a result equal to 1.3 ng/ml. The sample was assayed by 3rd method for a result equal to 1.5 ng/ml.